Manufacturer narrative:
Update 29.01.2025: after visiting the user twice, the product specialist came to the conclusion that "the removal method was incorrect by pulling the catheter too hard, causing the catheter to break during removal." Since we neither received the faulty sample nor an image showing the defect, no investigation of the sample is possible. The product specialist who saw the user, came to the conclusion that too much tensile force was used for catheter removal. To avoid such complication, we warn in the product's IFU: "once the course of treatment has been completed or the catheter needs changing, the catheter must be removed carefully. Place a gauze swab lightly over the insertion site. Do not apply pressure. Maintain swab in place and withdraw the catheter slowly with sustained gentle traction. We recommend following the product's instructions for use (IFU). Having checked the batch history records, no deviations were found. The batch 051022gl consisting of 8000 catheters complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter/set components are randomly checked. Part no 4g31261201, batch 8187934 and 8191764 were used from manufacturing this set. The mean tensile load at break was within the specification with 3,67 n and 4,03 n (spec.: min 1,5 n). Incoming goods inspections and two 100% visual tests after packaging are carried out. We have received two complaints for batch 051022gl in total. Two complaints regarding a snapped catheter during removal using too high tensile load on code 1261.20 were received within the last three years. This type of defect is included in the risk analysis and its occurrence rate and the risk evaluation is acceptable. This query covers all complaints that have come to our attention worldwide.

Event description:
An attempt to remove the PICC line resulted in the catheter being accidentally cut, leaving a 5 cm remnant inside the vein. This incident required urgent imaging and surgical intervention. Update 29.01.2025: catheter was used for 18 days, insertion date (B)(6) 2024, date of adverse event: 04.12.2024, no sample available.

Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
The customer has not provided the date of the event. An attempt to remove the PICC line resulted in the catheter being accidentally cut, leaving a 5 cm remnant inside the vein. This incident required urgent imaging and surgical intervention.